Manufacturer narrative:
One nt 1100 neurotherm rf generator was returned for evaluation. Ac power was applied to the rf generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined and the generator functioned as intended. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a simplicity procedure, the generator would not heat to temperature. The patient started experiencing pain and discomfort due to the extended length of time, but no intervention was required.. The electrode was replaced but the issue remained. The procedure ended up being cancelled. There were no adverse consequences to the patient.